Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to disconnect from the infusion site, replace the cartridge, and deliver a bolus, which completed successfully. However, a one time replacement pump was sent to the customer.